Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a reaction to the sensor adhesive after two days of wear. On (B)(6) 2013, patient's mother consulted with a physician via telephone. The physician advised that the patient's reaction could be a yeast infection due to moisture under the sensor adhesive. During a follow-up call from technical support to the patient's mother on (B)(6) 2013, she reported taking the patient to a nurse practitioner (np) on (B)(6) 2013. The np stated that the patient's reaction appeared to be an allergic reaction to the sensor adhesive. The np prescribed hydrocortisone cream and recommended that the patient use a dressing between the sensor and the patient's skin during future sensor insertions. At the time of her initial call to technical support, patient's mother reports patient being in fine condition.